Manufacturer narrative:
Additional information was provided in a.2., a.3.a and b.6. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced asthenopia. The lens was exchanged for another lens model 02 months 29 days following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).